Manufacturer narrative:
Additional information was received that during reprogramming, it was noted that the patient's electrodes were out on both paddle leads. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also reported that the ipg would only hold a charge for 24 hours and the stimulation would turned off. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also reported that the ipg would only hold a charge for 24 hours and the stimulation would turned off. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also reported that the ipg would only hold a charge for 24 hours and the stimulation would turned off. The patient will undergo an ipg revision procedure.